Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges she had used the unit and parked it in garage. 40 minutes later she opened garage door and smoke was coming out of the garage in the area of unit. Unit was not charging.